Event description:
During a shoulder procedure a portion of the distal end of an expressew suture passer needle broke off into the pt's joint spce. All was retrieved and the case was concluded sucessfully without further incident or harm to the pt.